Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. During functional testing, it was found that when the device was connected to alternating current (ac), the led did not light up. The reported problem was determined to be an electrical issue. The cause of the condition was determined to be blown ac fuses. To correct the condition, the fuses were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump "did not detect the alternating current". The issue was not further described. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.